Event description:
It was reported that post implant a realize band procedure, the patient was not feeling restriction. A fill was performed under fluoroscopy and it was noted that the tubing was disconnected from the port. The surgeon replaced the port. There was no patient consequence.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.